Event description:
The pt returns approx. 5 months after cypher stent placement (to treat an in-stent restonosis of a bx velocity) with complaints of cold chills and pain. Repeat angiography is done and reveals total occlusion with thrombus in the introitus section of the right coronary artery (rca). Thrombus is not in the cypher and distal to it. A guidewire was inserted and plain old balloon angioplasty (poba) is conducted with a 1.5 x 20 mm terumo seiryu balloon. Aspiration was conducted and poba is again performed this time with a 3.0 x 20 mm maverick balloon. After treatment, an intra-aortic balloon pump (iabp) is inserted. The pt is transferred to the intensive care unit (ICU) where episodes of ventricular tachycardia are noted - but apparently pt is stable. Four days later the iabp is removed. Current pt condition is unk.